Manufacturer narrative:
Batch review performed on 01 june 2018; lot 103681: (B)(4) items manufactured and released on 06 december 2010. Expiration date: 2015-11-30; no anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed due to pain, the femur malrotated, 6 years and 10 months after primary. The ps knee was revised with a semi-constrained knee.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 15 june 2018: partial revision (femoral) of a cemented tka in a heavy woman after 7 years due to malrotation problems. The patella is clearly out of the trochlea. This revision surgery was not originated by a defect in the device performance.